Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and moderately calcified which likely contributed to the reported difficulties advancing the stent delivery system (sds). Reportedly, after the stent was deployed in the lesion, post-procedure intravascular ultrasound revealed that the target lesion was covered just over 26 mm in length instead of the expected 28 mm, the length of the stent. It was felt that the stent shortened during deployment. The cine and intravascular ultra sound (ivus) of the case were requested from the account, however, neither were available. Therefore, it is not possible to determine if there was a shortening of the stent implant. However, the xience v product specification states that a stent length change of less than or equal to 10% is acceptable. Thus, there is no indication of a product quality deficiency. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control audit inspection is used to verify the product quality. There was no report of any damage to the sds or stent implant prior to use, suggesting a product quality deficiency did not contribute to the reported difficulties. A conclusive cause of the appearance of a shortened stent post deployment could not be determined. A search of the lot history record indicated no associated nonconforming material records. Additionally, a query of the complaint handling database indicated no related incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that during the procedure to treat a lesion in the moderately calcified and tortuous right coronary artery, pre-dilatation was performed using a 2.0 x 12 mm trek dilatation catheter. A 2.75 x 28 mm xience v stent system was prepped for use and was advanced to the target lesion with slight resistance. The stent was deployed. However, post-procedure intravascular ultrasound revealed that the target lesion was covered just over 26 mm in length instead of the expected 28 mm, the length of the stent. It was felt that the stent shortened during deployment. There was no reported damage noted to the stent during deployment. A 2.5 x 8 mm xience v stent system was then advanced distal to the previously implanted stent to cover the remaining length of the lesion; however, the stent system was unable to cross to the target lesion and was removed without difficulty. No further treatment was provided. There was no adverse patient effect and no clinically significant delay. No additional information was provided.